Manufacturer narrative:
(B)(4).

Event description:
It was reported the procedure was being performed in the hemodialysis department. During insertion, the physician felt the guide wire would not insert smoothly. Upon removal, the guide wire was unraveled. As a result, a new kit was opened and used successfully. There was a delay in treatment with no patient harm and no patient death or complications reported.